Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? Could you please provide event date? Procedure name and date? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the needle came off from the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 05/04/2021. Additional information: a manufacturing record evaluation was performed for the finished device batch phb888 and no non-conformances were identified. Additional h6 component code: g07002 ¿ device not returned. Additional h-3 summary: visual analysis of the returned sample determined that one an empty opened overwrap of product code w8761 was received for evaluation. Needle or suture was not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/04/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.